Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the display device continued to display the same blood glucose value. Data was available for evaluation. The reported event was not confirmed via data. The probable cause could not be determined via data. The transmitter has been received for evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
Dexcom was made aware on (B)(4)/2018, that on (B)(4)/2018, the display device continued to display the same blood glucose value. Data was available for evaluation. The reported event was not confirmed via data. The probable cause could not be determined via data. The transmitter has been received for evaluation. External visual inspection was performed and no defects were found. Voltage, pairing, and functional testing was performed and the transmitter passed all testing. Review of the transmitter log data found no issues. The reported event was not confirmed via device evaluation. The probable cause could not be determined via device evaluation. No additional event or patient information is available.